Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized and rough running. Therefore, the reported condition was confirmed. It was determined that the gap between the angle sticks and the motor was not sealed with silicone during a previously performed service. The assignable root cause was determined to be due to improper repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, but no patient involvement (please see attached mail): the drive unit is not working. Multiple colibri ii batteries were tried and all failed to work with this hand piece. This happened before surgery and the hospital used another colibri ii drill that they have on shelf.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.